Manufacturer narrative:
(B)(4). Batch # r5ar00. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: can you please provide more event details? The device has been activated before to be used on the patient for a test. The jaws got closed and never opened. As the device did not work, it has not been used on the patient. Was the red manual reverse button/switch attempted? No, the others usual buttons of uses have been activated. If yes, did it function properly? N/a.

Event description:
It was reported that the jaws were blocked and stayed locked during the use of the device. The jaws were blocked on a patient's tissue. To unlocked the jaws, the surgeon pressed all device buttons. No tissue was damaged. No patient consequence.